Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable sleeve guide (sgc). The reported patient effect of bleeding (hemorrhage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage was likely a result of procedural conditions as the sgc was inserted into the anatomy through an incision; the reported anemia (drop in hemoglobin) was likely a secondary effect of the hemorrhage. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as blood transfusion (one unit) was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to groin access site bleeding, requiring treatment. Patient ID: (B)(6). It was reported that a mitraclip procedure was performed on (B)(6) 2020. The patient presented with ischemic and chronic mixed mitral regurgitation, an anterior leaflet 2 (a2) prolapse, primary jet a2p2, mitral annular calcification, and leaflet tethering. One mitraclip was implanted. On (B)(6) 2020, the patient had a slow bleed located at the groin access site and low hemoglobin (7.2). As treatment, one unit of blood was provided. The event resolved without sequela that same day. No additional information was provided regarding this issue.